Event description:
Device issue: shaft broke at the hub. Time of device issue: during procedure. Adverse event: none. It was reported that the shaft broke at the hub during the procedure. The entire device was removed uneventfully and without intervention. The procedure was completed using a second absolute pro device. There were no reported adverse pt effects. Though requested, no additional info was provided.

Manufacturer narrative:
(B)(4). Eval summary: eval of the self expanding stent sys (ses) revealed blood in the distal outer sheath and on the tip, stabilizer and handle, consistent with pt interaction. There was no saline visible. The stent implant was stationary on the stent holder between the markers. The shaft was not broken at the hub as reported. The distal outer sheath was not retracted and the handle was returned in the locked position. There was no damage noted to the ses. In this case, the reported shaft damage was not confirmed. Review of the device history for this lot did not produce any findings relevant to this report. In this instance, the reported shaft damage was not confirmed on the returned absolute pro and there was no indication of a product quality deficiency. As the reported shaft damage was not confirmed for the returned product and there is no indication of a product deficiency, no corrective action will be implemented in this case.